Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: efficacy and safety of transvenous lead extraction using a liberal combined superior and femoral approach. The journal of interventional cardiac electrophysiology. 2021; 62(2):239-248. Doi: 10.1007/s10840-020-00889-6. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding transvenous lead extraction. The article reports lead extractions due to infection/erosion and lead malfunctions. There were five patient deaths noted post lead extractions due to endocarditis and pocket infection; four of the patients developed septic shock with multiorgan failure and the other patient experienced an ischemic stroke three days post extraction with thrombolysis followed by thrombectomy. The status/disposition of the leads is unknown. Further follow up did not yet yield any additional information.